Event description:
The patient experienced dizziness. Her health care provider considered it vestibular neuritis. She has experienced 3 episodes which started after implant: (B)(6) 2010, (B)(6) 2010 and (B)(6) 2012. She was going to have an eng and ecochg done. Additional information has been requested.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy and that she referred to the materials provided with the implantable neurostimulator.

Manufacturer narrative:
:Extension model 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: extension model 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: lead model 3389s-40, lot# v452774, implanted: 2010 (B)(6), explanted: lead model 3389s-40, lot# v427154, implanted: 2010 (B)(6), explanted. (B)(6).